Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint. Replacement products were sent to the pt.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact, no lifting or peeling. The "up/down/ok" keypad buttons are intermittently responding to user inputs during testing. The "contrast" keypad button is responsive to user inputs during testing. The keypad was removed for further investigation. During a visual inspection, the "up/ok" key contacts are misaligned, the "up/down/ok" key contacts becomes inverted when pressed and do not always spring back, and the "contrast" key contact click and spring back normally when pressed. There was evidence of keypad adhesive found under all key contacts.